Manufacturer narrative:
(B)(4) date sent: 7/1/2021 additional information this is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photos show an incomplete staple line on the tissue and some staple appears to be no properly formed in the tissue. Based on the photos review, the event describe is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. As part of the ethicon endo surgery quality process, all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts.

Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the surgeon has been using ethicon staplers for at least 10 years and performs resident training here. During bypass procedure on 3rd firing, it was thought a battery issue. It deployed 2-3 rows of staples and then stopped. The reverse button was used. Opened a new stapler and the horizontal firing for pouch was ok. The motor sounded much slower than usual. On the problem firing, the device was not cutting but pushing the tissue forward, causing the mucosa to be chewed up. Another device was opened but was not used. A signia device was used and fired closer in to complete. The device with issue was thrown away and only the unused, opened device was saved. Blue cartridge. No buttressing used. The surgeon does not wait full 15 seconds. Tissue is not usually jammed proximal. Not positive about cleaning technique. Not sure if attempted to fire again after it stopped. Not sure about crotch staples if removed. Continuous firing only- no pulse firing. Patient is fine. During a laparoscopic gastric bypass, the first incident occurred on small bowel using a 60mm white reload. The second was on small bowel mesentery- some movement occurred then firing stopped which required the use of knife reverse to take off-no issue with tissue. Used a second device for 5 firings- 4 whites and 1 gray on neuro-vascular bundle on lesser curve and 1 blue that seemed to go slow. When going veritably on pouch-closed stapler and started, motor slow and pushing tissue out of jaws about 1/3 of the way. Not cutting and stapling. Reversed knife to open, tangle of staples with some in tissue and some not-not much cutting. Device discarded. One unused device kept. Team good and steady stream of learners. Used a smaller bougie - 40 and restarted resecting bad spot. No impact to patient and required an additional hour of surgery. Cleaning technique- angle jaw and aggressively move in large basin and cleanout cartridge. Was not watching on this occasion. Tissue is pushed back into the crotch sometimes.

Event description:
It was reported that the first stapler seemed to lose power on third firing, it deployed a few staples then stopped without cutting. The reverse function was utilized thus after, then switched out for second stapler. On 7th firing of second stapler, staples did not form properly, and surgeon reported that tissue did not cut properly and seemed to chew up serosa. Surgeons felt that the battery was slower than expected throughout the case.